Manufacturer narrative:
Additional information was received and was updated accordingly as the new records indicate an additional event not previously known, restenosis. Patient's hospital notes were received by the hcri. The notes confirmed that on (B)(6) 2010, the patient's status was post 3 stents to the left anterior descending coronary artery and the patient presented to the emergency room with retrosternal chest pressure which began while watching tv. EKG showed anterolateral st segment elevation which resolved in the emergency room but the pain persisted. EKG also showed sinus tachycardia with right bundle branch block, left anterior fascicular block, non-specific st-t wave changes and right ventricular hypertrophy. The patient's chest pain was similar to his prior pain for which he received cardiac stents. On (B)(6) 2010, the patient's peak ck level was 2601 iu/l (24-195 iu/l), peak ckmb was 310 ng/ml (0.0-5.0 ng/ml) and peak troponin I was >100 ng/ml (<0.10 ng/ml). On 16 november 2010, the patient's ck level was 1639 iu/l (24-195 iu/l), ckmb was 165 ng/ml (0.0-5.0 ng/ml) and troponin I was 83.51 ng/ml (<0.10 ng/ml). Successful pci was performed in the lad in-stent restenosis and thrombosis utilizing a bare metals stent. Post-procedure, the patient had no residual stenosis and timi iii flow was preserved. Post-procedure, the patient remained hemodynamically stable and echocardiography done on (B)(6) 2010, revealed anterolateral hypokinesis and posterior wall akinesis with an ejection fraction of 40-45%. The patient was discharged home on (B)(6) 2010. Device history record (DHR) review was conducted of the additional event and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that during a right vats lower lobe procedure, the device was fired across the bronchus, everything was fine during the case. The surgeon noticed just before closing that the staple line had opened up. There was no noise heard or issue with the device while using it. Some of the staples were malformed. Afterward, the surgeon used a linear stapler but it did not completely close the bronchus. The remaining opening on the bronchus was closed with sutures. The surgeon did three leak tests and the staples line was found secure. The procedure was completed with no patient impact.

Manufacturer narrative:
The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received but the previously submitted evaluations are unchanged. The report received from the (B)(4) study indicated that an (B)(6) male patient experienced a myocardial infarction secondary to instent restenosis and thrombosis approximately (B)(6) months post implantation of a cypher stent. Medical history that may have increased this patient's risk for mace includes hypertension, diabetes mellitus, peripheral arterial disease, previous pci ((B)(6) 2009), previous history of myocardial infarction (1997) and history of cancer (right colon adenocarcinoma (B)(6) 2005 and prostate cancer). The indication for the index procedure was a positive stress test, post-stemi status and unstable angina. The patient underwent the index procedure with deployment of one 2.5x23 mm cypher stent to the mid left anterior descending coronary artery. Post procedural residual stenosis was 0% with timi iii flow in the treated lesion. Medications prescribed at discharge were not specified. (B)(6) months later, the patient experienced st elevated myocardial infarction when he presented to the emergency room with unstable angina class IV. The subject was diagnosed with st-elevation myocardial infarction and underwent an urgent and successful pci related to in-stent restenosis with thrombus. It is unknown if the patient was compliant with the antiplatelet therapy prescribed in the study. The event is reported as continuing and no discharge date is provided by the study site at this time. The outcome of the event is reported as recovering/resolving. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis with thrombosis and myocardial infarction are known potential adverse events associated with stent implantation procedures. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. (B)(4). Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Discontinuation of antiplatelet therapy may cause thrombus formation. Thrombus formation decreases the amount of blood flow to the cardiac muscle inducing an mi. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3 mm and previous thrombus. Based on the limited information available for review, no determination regarding potential contributing factors to these events could be made. However, there patient's advanced age and risk factors present in the medical history as well as possible pharmacological factors may have contributed to these events. Based on the device history record review, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The report received from the (B)(4) study indicated that a (B)(6) male patient experienced a myocardial infarction due to thrombus approximately three months post implantation of a cypher stent. Medical history that may have increased this patient's risk for mace includes hypertension, diabetes mellitus, peripheral arterial disease, previous pci ((B)(6) 2009), previous history of myocardial infarction (1997) and history of cancer (right colon adenocarcinoma (B)(6) 2005 and prostate cancer). The indication for the index procedure was a positive stress test, post-stemi status and unstable angina. The patient underwent the index procedure with deployment of one 2.5x23mm cypher stent to the mid left anterior descending coronary artery. Post procedural residual stenosis was 0% with timi iii flow in the treated lesion. Medications prescribed at discharge were not specified. Three months later, the patient experienced st elevated myocardial infarction when he presented to the emergency room with unstable angina class IV. The subject was diagnosed with st-elevation myocardial infarction and underwent an urgent and successful pci related to in-stent thrombus. It is unknown if the patient was compliant with the antiplatelet therapy prescribed in the study. The event is reported as continuing and no discharge date is provided by the study site at this time. The outcome of the event is reported as recovering/resolving. Multiple attempts to retrieve more information were unsuccessful. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Thrombosis and myocardial infarction are known potential adverse events associated with stent implantation procedures. Discontinuation of antiplatelet therapy may cause thrombus formation. Thrombus formation decreases the amount of blood flow to the cardiac muscle inducing an mi. Patients who are known to be at high-risk for thrombotic events include those with long lesions, a vessel diameter less than 3mm and previous thrombus. Based on the limited information available for review, no determination regarding potential contributing factors to these events could be made. However, there patient's advanced age and risk factors present in the medical history as well as possible pharmacological factors may have contributed to these events. Based on the device history record review, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
The report received from the (B)(4) study indicated that due to a positive stress test, post-stemi status and unstable angina the patient underwent the index procedure with deployment of one des stents to the mid left anterior descending coronary artery. Post procedural residual stenosis was 0% with timi iii flow in the treated lesion. Three months later, the patient experienced st elevated myocardial infarction when he presented to the emergency room with unstable angina class IV. The subject was diagnosed with st-elevation myocardial infarction and underwent an urgent and successful pci related to in-stent thrombus. The event is reported as continuing and no discharge date is provided by the study site at this time. The outcome of the event is reported as recovering/resolving.

Manufacturer narrative:
Concomitant medications ((B)(4) 2010 ): the patient was given 100 mg/250 ml of nitroglycerine intravenously, 3000 units of heparin intravenously and 9 ml of integrilin intravenously. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.